Event description:
It was reported, the patient had his spectra penile prosthesis removed on an unknown date due to infection. No additional patient complications were reported in relation to this event.